Event description:
It was reported via repair work order that the headend lift was drifting due to a malfunctioned hi/low motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.